Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurring low glucose readings in the early morning and treated episodes with approximately 12¿15 g of oral glucose candy; the user did not perform fingerstick confirmation and was advised to check with a meter to rule out compression-related readings and to contact support during an event for troubleshooting. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a medical device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.